Event description:
X-rays were received and reviewed. The generator is visualized in the left upper chest; the front of the generator is facing forward. The filter feed-through wires appear to be intact. The lead connector pin is not fully inserted into the generator connector block. Parts of the lead were behind the generator and could not be assessed. The electrodes appear correctly aligned on the vagus nerve. No acute angles or obvious lead break could be identified in the visible portion of the lead. The patient underwent lead and generator revision on (B)(6) 2013. The explanted devices were returned on (B)(6) 2013 and are currently undergoing product analysis.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Operator of device, corrected data: previously submitted MDR indicated that the patient was the user; however, this should be the medical professional. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. This report is being submitted to correct the aforementioned fields.

Event description:
On (B)(6) 2013, high impedance was noted during system diagnostics at a routine patient appointment on (B)(6) 2013. The device was disabled. X-rays were to be taken and submitted for review. Attempts for x-rays, additional information, and product information have been unsuccessful. Review of programming history showed the patient's current settings and the device disabled event. Surgery is likely but has not taken place.

Manufacturer narrative:
.

Event description:
Product analysis was approved. The generator was explanted/returned for "prophylactic replacement". The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Lead pa found that a break was identified in the positive coil. Scanning electron microscopy images of the positive coil suggest a stress-induced (fatigue) fracture has occurred in at least two of the coil wires. The mating end of the broken coil has what appear to be voids in one strand in the vicinity of the break. Abrasions were identified on the outer silicone tubing at multiple locations. There is also evidence to suggest incomplete insertion of the lead into the generator header. The lead connector was inserted completed in a pulse generator with no anomalies and no anomalies that could prevent proper insertion were identified. The closest electrode to the bifurcation is damaged showing bends on the electrode ribbon and partial detachment of the electrode ribbon and suture from the silicone helix. The furthest electrode to the bifurcation has bends on the electrode ribbon and partial detachment of the ribbon from the silicone helix. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned pterion. Other than the above mentioned observations and typical wear and explant related observation, no other anomalies were identified in the returned lead portions. Review of programming history showed that the patient's last known settings are from (B)(6) 2012. System diagnostics on this date were within normal limits.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.